Event description:
It was reported that the gastrointestinal videoscope picture was flickering. The issue occurred during setup, before the patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. The device underwent a visual inspection and functional tests to assess the device status. The inspection did not identify the flickering picture issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.